Event description:
The manufacturer received information alleging a ventilator alarms and fails to operate on internal battery power. The device was not in pt use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.